Manufacturer narrative:
The device was not returned to mmdg for investigation. A DHR review was not completed because the serial number was not provided. Because the device was not returned to mmdg for evaluation, an investigation could not be completed. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter stated that the pump was alarming an error code 10, but that it did not alarm audibly. Mmdg followed up with the initial reporter, who stated that the patient had not experienced any adverse effects due to the complaint. No other information was provided. (B)(4).